Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-06608 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced adhesive issue with three infusion sets (one event on (B)(6) 2024 and two events prior to this date). Patient reported infusion set fell off during use. Patient used infusion set for about 12 hours and replaced infusion set and resumed insulin successfully. No further information available.